Event description:
Toothbrush head keeps falling off - oral-b [device breakage] case narrative: consumer via phone reported that the oral-b toothbrush head kept falling off of the oral-b toothbrush handle. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.